Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was not able to be performed as the device information was not provided. Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification cannot be conclusively determined at this time. It is possible that patient related factors and progression of the underlying disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a failing 23mm pericardial valve was treated with a valve-in-valve procedure after an unknown implant duration due to severe calcification. A 23mm transcatheter valve was crimped and attempts were made to implant the device. The transcatheter valve was not able to be implanted into the patient. As reported, everything was tried but, with a prosthetic valve opening of 0.3mm, the pericardial valve was not able to be crossed with the guidewire or the transcatheter valve. The procedure was complicated with an aortic dissection. Sedated, the patient was transferred after the procedure.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s.

Event description:
Edwards received additional information stating that the implant duration of the 23mm pericardial valve was 9 (nine) years and 10 (ten) months.